Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted in the intensive care unit (ICU) for overdose symptoms, altered mental status and respiratory distress. The patient was administered a round of narcan, which was reported to be effective. It was later alleged that during the patient's refill appointment, the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received concerning explant.

Event description:
On may 21, 2019, it was confirmed that the pump was explanted on (B)(6), 2018. The pump was disposed of at the facility.